Manufacturer narrative:
Manufacturing related.

Event description:
The device was returned for analysis. Upon inspection of the device, the rear handle was intact with the delivery system. The graft cover had a slight curvature, which is expected after tracking. Kinks were noted along the graft cover approximately 35mm, 45mm, 65mm, 116mm and 365mm from the end of the graft cover. Kink at the 365mm mark appeared to be more indicative of the torsional yield in the graft cover than strictly bending deformation. The back end wheel was rotated approximately 20mm from the rear handle edge and there was a gap between the tapered tip and graft cover measuring 8mm. The rest of the device was unremarkable. The back end wheel was tugged and the handle shook in an attempt to dislodge the back end wheel however, the back end wheel remained intact. The back end wheel was then rotated back to its starting position resulting in a 1 mm gap between the tapered tip and graft cover and a 5mm gap between the back end wheel (the rear handle edge). Upon closer inspection, it was noticed that the real handle was displaced proximally exposing some of the thread features on the screw gear. The rear handle was able to be removed fairly easily with an axial pull. The rear handle was reconnected with the delivery system and an audible ¿click¿ was heard when rotated into its ¿locked¿ position. After reconnection, the rear handle could not be rotated clockwise or counterclockwise however, it was very easy to remove by a simple axial pull of the rear handle. The complaint was confirmed; the rear handle was dislodged from the delivery system. The root cause of the event was most likely manufacturing (assembly) related.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 4.5 cm diameter abdominal aortic aneurysm. A 4.1 cm iliac aneurysm was also treated. The proximal aortic neck was 28 mm in diameter, with a length of 29 mm. The iliacs were reported to be tortuous. It was reported that the physician attempted to implant the stent graft. There was difficulty in advancing the device through the tortuous iliac. While pulling the device back, the back end wheel appeared to dislodge from the back end screw gear. The decision was made to not implant the device, and it was removed from the patient without difficulty. A similar medtronic device was implanted in its place. The device was examined after the case and it appeared that the back end wheel was intact, but the rear handle had dislodged from the delivery system. There was no evidence of shipping damage to the shipping container, and no evidence of damage to the delivery system before or during the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).